Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was not working properly. The customer biomedical engineer (bme) had the device open on their workbench because the alarm reset function was not working when attempting to use the touchscreen. The rse provided the customer with the replacement part information for the touchscreen, caster lock, and v60 stand base assembly. The customer stated they would order a replacement touchscreen to repair the device. In a good faith effort (gfe) response from the customer received, it was confirmed that the customer ordered a replacement touchscreen. The part was received, installed, and the reported issue resolved. The customer stated that the replaced touchscreen was scrapped, and the device diagnostic report was not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.